Event description:
It was reported that the patient's generator was replaced prophylactically. The explant facility historically does not return explanted products; therefore, return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that the patient experienced breakthrough seizures. It was reported that the patient's vns generator device diagnostics were within normal limits. The patient was referred for generator replacement and the physician assessed "if she continues to experience more frequent breakthrough seizures, will then be imperative that she gets vns battery change sooner rather than later." Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date. No known relevant surgical intervention has occurred to date.